Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the devices ac inlet connector was observed. The ac inlet connector had signs of physical damage consistent with the use of excessive force by the device user. The device's ac inlet connector was replaced to address the issue.